Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma - alcl - suspected, and "fibrous capsule +++"

Event description:
Healthcare professional reported unknown side "fibrous capsule +++ and a lot of pleating [¿]noticed that there were textured implants and the presence of fluid between the implants". Device has been explanted. ¿pathological markers confirming alcl have not been received.¿

Event description:
Healthcare professional reported unknown side "fibrous capsule +++ and a lot of pleating [¿]noticed that there were textured implants and the presence of fluid between the implants". The device has been replaced. ¿pathological markers confirming alcl have not been received.¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.